Manufacturer narrative:
The reactivity of the fya antigen was confirmed on retention crrs (4), lot k224, and crrs (I and ii), lot x283. The customer's sample was tested twice on an in-house galileo using returned and retention crrs4, lot k224. The sample was negative in all runs, a known anti-fya positive in-house sample reacted as expected. Hemagglutination tube testing performed with customer's patient sample using retention panoscreen I, ii, and iii, lot 24502 [cell I fy(a+b+), cell ii fy(a+b-), cell iii fy(a-b-)]. Immuadd, lot 7n5515, was used as potentiator and testing was performed at all temps. Sample exhibited weak reactivity (w+) at iat with cells I and ii. Sample was nonreactive in all other testing. Manual testing on capture-r select, lot sc108, using panocell-10, lot 23490 showed a positive reaction for the sample with two fya pos cells (cell 1 and 3), whereas with cell 2 (fya neg) it was negative. A known anti-fya positive in-house sample reacted as expected.

Event description:
Customer reported an unexpected negative reaction using capture-r ready screen (crrs) 4 on a known anti-fya patient sample, tested on galileo.